Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and no further malfunctions occurred. The customer was instructed to call back if the issue recurred and was informed that they could continue using the pump.